Manufacturer narrative:
Unit received with a broken off reservoir stuck at the reservoir tube. The broken off reservoir was removed. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 152 mg/dl. Troubleshooting was performed for damage and noticed the reservoir is unable to pull the reservoir out. Customer stated the top ring on the top of the reservoir is broken. Advised the device will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.